Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare -(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient cut the supply lines on the cassette to remove the bags after the leak was detected. Renal therapy services (rts) assisted the patient in removing the cassette and reviewed continuous ambulatory pd therapy. Rts advised the patient to contact their pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.